Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator reported for technical error code indicating a communication error. The ventilator was investigated on site and the monitoring printed circuit board (pcb) was replaced and returned for investigation. No device logs were received. The reported failure could not be reproduced when the received pcb was tested in a test ventilator system. However, technical error codes indicating a power error and barometric pressure too high were generated. The conclusion is that the failures was due to defective monitoring pcb. The cause of the cause of defective pcb has not been determined.